Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 478 mg/dl. The customer also mentioned that the insulin pump had an motor error and she could not clear it. The customer stated that the insulin pump may had been exposed to magnetic resonance imaging. The customer also reported motor position encoder error on the insulin pump. The drive support cap appeared to be normal. The insulin pump will not be returned for analysis.